Event description:
We received an allegation about discrepant results for 1 patient's plasma sample tested with elecsys troponin t hs (tenths) assay on a cobas e801 immunoassay analyzer. The initial result was alleged to be 166 ng/l. This result was allegedly reported outside the laboratory. A new sample was drawn from the patient and tested and the result was reported as 14.6 ng/l. The original sample was then repeated and the repeat result was reported as 13.1 ng/l. Based on the alleged initial tenths result of 166 ng/l, the patient was reportedly transferred to the cardiology department and a coronary angiography was performed.

Manufacturer narrative:
The cobas e801 analytical unit serial number was (B)(6). Calibration and qc were acceptable. The alarm trace did not show any abnormality. Preventive maintenance and measuring cell replacement were performed in mar-2024. An instrument check was performed on 11-sep-2024 and the instrument was performing within specifications. The sample foam detection image depicted particles/debris at the upper plasma surface which indicates poor sample quality. A general reagent problem can be excluded because the qc prior to the event was within ranges. The root cause was due to a sample quality issue.